Manufacturer narrative:
D4 - lot #: possible numbers 6101812, 6085508 and 6085510. H3: no device was returned but two photos and two videos were attached to the complaint. In the videos and photos, a particulate was detected inside of the fluid path. According to photo and video received, the failure mode ¿a0226 - particulate inside the fluid path¿ was confirmed. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during production using the 50 ml gray cadd cassettes (pn 21-7301-24), a particle was identified in one unit through 100% visual inspection. The majority of the cassettes used were from lot# 6101812. However, since units from other lots were also utilized during the process, it is not possible to attribute the issue to a single lot. Notably, lot# 6085510 has previously been associated with similar complaints ((B)(4)). The particles had been described by staff as ¿opaque, white and roundish, similar to those we have been seeing.¿ pictures and videos were provided. There was no reported patient involvement.